Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr inspected the instrument and found the power supply not to be functioning. No evidence of burn damage to the part was observed. The fsr replaced the main power supply which resolved the issue. A review of the analyzer¿s service history was performed and found no contributing factors on or around the date of the event. There were no subsequent reports of a damage to the power supply after it was replaced. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. No adverse trends for tickets with replacements of the main power supply was identified. Labeling was reviewed and found to adequately address the issue under review. Device history record review did not show any potential non-conformances, or deviations. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Smoke was observed coming from the power supply switch on the alinity I processing module, serial number (B)(4). No fire was observed. No injury was reported. An abbott field service engineer inspected the power supply on march 4, 2022 and replaced the power supply to resolve the issue.